Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. The pump passed the rewind test and displacement test. No unexpected reset alarm noted during testing. The pump had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had settings was erased when battery was replaced. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.